Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump has crack on the backside, and has also blank black screen, which was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1885.troubleshooting was not performed. No harm requiring medical intervention was reported. Product return status for mmt-1885 is unknown.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self-test or verify charge/battery lasts less than expected, unexpected battery power tests and unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. The unit received blank display, unable to download history files and traces, problem isolated to pcb2 and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.